Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, the embolization coil implant encountered resistance during insertion and advancing into the microcatheter and unexpectedly detached in the microcatheter. The coil and microcatheter were removed successfully from the patient and other coils of the same type were used to successfully complete the procedure. There was no reported patient injury or intervention. Patient reported to be "stable." This is report 2 of 4. Reference MFR. Reports#: 2032493-2021-00246, 2032493-2021-00248, and 2032493-2021-00249.